Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by unloading and reloading the medication in the station, and no further investigation was required. A technical support specialist also verified that the medication was showing in the device inventory and in reports. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, regular insulin appeared in the pyxis device but not in pyxis es and the issue was resolved by unloading and reloading the insulin. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.